Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional from a (B)(6) study reported via a manufacturer representative that on (B)(6) 2015 an implantable neurostimulator (ins) infection was noted. This was a skin infection. This was not serious and not unanticipated. It was related to the procedure and was not related to the device. An antibiotic was prescribed and the event was resolved. Further follow-up was being conducted to obtain device information and information about symptoms of infection. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported symptoms included redness and irritation at the ins site.